Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were received. First photo shows the device appearing bloody. The balloon was noted to be pulled out and bunched exposing the marker bands and moved to the distal end of the catheter. The glue bullet also noted to be pulled out from the catheter. No other specific anomalies noted. Second photo shows a atlas device labeling, with the lot and catalog number matching the reported information. Therefore based on the submitted photo the reported difficult to remove and identified break was confirmed. The investigation is confirmed for reported balloon difficult to remove and identified break, based on the photo review as the balloon and glue bullet appears to pulled out from the catheter. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty to remove through the sheath. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty to remove through the sheath. It was further reported that balloon was deformed. There was no reported patient injury.